Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. The patient changed out the cassette however reused the solution bags. Complaint was not confirmed due to lack of sample. Per the complaint information, the most likely cause of the complaint is user error/ mis-use. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
A caregiver contacted global technical services (gts) regarding assistance after changing the cassette, but not the supply bags while using the homechoice (hc) during therapy. The caregiver stated they had problems priming so they changed only the cassette, and not the bags. Gts advised the caregiver when replacing the setup, you must replace both the cassette and bags. The caregiver elected to start over with new supplies and callback if any problems occurred. Product surveillance spoke with the patient's caregiver who explained the issue was related to the bag, as it would not drain. The patient was never connected, as this occurred during priming. The patient was able to resume therapy after setting up with new supplies. No injury or medical intervention was reported.